Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was pre-dilating a totally occluded, 100% stenosed lesion located in the non-calcified, moderately tortuous right common iliac artery with a 3.0x20mm sterling balloon . The balloon ruptured on the first inflation at 10 atms. The balloon was removed intact. There were no kinks noticed on the device prior to use. The procedure was completed with a 3.50x20mm sterling of an express ld stent. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedure factors.